Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was connected to a console and no live image was displayed. X-ray imaging of the distal tip showed a cloudy appearance of the through-silicon vias (tsvs) or wires. Xray imaging of the handle showed no damage to printed circuit board assembly (pcba) or camera wires. The handle was opened, and all the internal components were inspected including the connection of the camera wires to the pcba, and no damage or defect were noted. The reported event was confirmed. It is likely that the camera wires separated from the redistribution layer (rdl), due to mechanical forces applied to the camera wire as the device was assembled or as the tip was articulated during use. Once saline and other moisture was introduced into this area the electrical characteristics of the connection between the camera wires and rdl were affected, which resulted in the reported loss of image. An investigation to address this problem has been completed. As a result of the investigation, a hydrophobic coating has been added to the camera and process changes to address epoxy pot life and the camera tacking step. Therefore, taking into consideration the evaluation conducted, and the details of the complaint, this investigation has assigned the most probable cause of cause traced to device design, which indicates problems are traced to design/design features of the device that do not support or interfere with the intended purpose of the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the intrahepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, they assessed the common bile duct and then removed the spyscope ds ii. They then dilated the hepatic portal using a hurricane balloon device. When they reinserted the spyscope ds ii, the image disappeared. They were approximately 15 to 20 minutes into the procedure when this problem happened. They restarted the system but the image problem was not resolved. The procedure was not completed due to this event. An endoscopic nasobiliary drainage (enbd) was placed since they found that the patient had cholangitis, which was reportedly present prior to this procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the intrahepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, they assessed the common bile duct and then removed the spyscope ds ii. They then dilated the hepatic portal using a hurricane balloon device. When they reinserted the spyscope ds ii, the image disappeared. They were approximately 15 to 20 minutes into the procedure when this problem happened. They restarted the system but the image problem was not resolved. The procedure was not completed due to this event. An endoscopic nasobiliary drainage (enbd) was placed since they found that the patient had cholangitis, which was reportedly present prior to this procedure. There were no patient complications reported as a result of this event.